Event description:
It was reported that the patient experienced an issue with the insulin cartridge, noting that when pressing and holding, no drops were visible. Upon unscrewing the cartridge, the patient detected the smell of insulin, though no visible evidence of a leak was present. The patient suspected the cartridge as the source but was unable to determine the exact cause. The cartridge was discarded. A supply change was performed using all new supplies, and the patient was able to reconnect and resume insulin delivery. Replacement supplies were arranged to be sent to the patient, and the patient was advised to contact the insulin provider for a replacement. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.